Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post cryo ablation procedure, the patient experienced chest pain. Additionally, a minimal pericardial effusion was noted via echocardiogram. It was also noted that st segment elevation was observed on the ECG. Intravenous medications were administered, and the patient had an extended hospitalization. The case was completed with cryo. The patient was part of (B)(6) study. No further patient complications have been reported as a result of this event.